Manufacturer narrative:
A: patient information is unknown d6b: explant date is unknown . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: (us) an impella 5.5 device was inserted via the right axillary/subclavian artery in a patient of unknown age and gender for acute myocardial infarction complicated by cardiogenic shock. The patient¿s comorbidities were not reported. The patient¿s clinical state prior to initiation of support, including the society for cardiovascular angiography and interventions (scai) shock stage, was not reported. While on impella 5.5 support, the managing physician reported that the patient experienced multiple episodes of ventricular tachycardia progressing to ventricular fibrillation. The physician stated that the impella 5.5 was positioned orthogradely along the ventricular septum. It was further reported that the ventricular fibrillation episodes could be provoked by application of pressure to the thorax with the ultrasound probe and during repositioning of the endotracheal tube. Recommendations were provided regarding management of the arrhythmias. After multiple episodes, standard anterior-posterior defibrillation was no longer successful. Ventricular fibrillation was ultimately terminated with transthoracic defibrillation using a right-to-left pad position. Given the recurrent ventricular arrhythmias and the physician¿s assessment that the patient no longer required mechanical circulatory support, a clinical decision was made to explant the impella 5.5 device. The device was subsequently explanted. Ventricular tachycardia and ventricular fibrillation are known clinical events that may occur in critically ill patients with acute myocardial infarction, cardiogenic shock, and underlying myocardial instability. Based on the available information, the reported arrhythmias may be influenced by patient-specific clinical factors, including the underlying cardiac condition and procedural manipulation. The impella 5.5 was removed as part of ongoing clinical management after support was no longer considered necessary. The patient¿s outcome following explant was not reported.